Event description:
A medtronic representative reported that the navigation system camera indicator light was on. The medtronic representative tested the camera and determined the amber light turned on when tracking the passive probe instrument. The camera diagnostics reported an 'illuminator current fault'. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement positioning sensor unit (psu) camera shipped to site on (B)(4) 2014. Medtronic investigation of returned suspect device finds that the psu powered up without the amber fault light on but after a few minutes of warm up, the light came on. A check of the event log indicated a long history of the illuminator current moving in and out of range. Otherwise, the psu passed an accuracy assessment kit (aak) test at .22 mm. The reported event was confirmed to be caused by an electrical failure due to a system fault code of the illuminator current.

Manufacturer narrative:
After replacing the camera on the system in the field it passed all testing and was fully functional. Issue resolved.